Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 1.3; lab: 3.7. Pt's coumadin was increased based on inratio result on (B)(6) 2011.

Manufacturer narrative:
Investigation pending.